Manufacturer narrative:
Philips investigated the reported complaint. Based on the information gathered, there was no patient harm, and the non-emergent procedure was rescheduled. A philips field service engineer (fse) performed an onsite inspection and verified the reported issue. The root cause was determined to be damage to the power inverter (point evr). Due to this damage, the point evr was unable to properly regulate filament power for both the small and large filaments, resulting in impaired x ray generation. The fse replaced the point evr assembly and returned the system to clinical use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a left coronary angiography, the system gave an error message indicating x-ray was unavailable and there were issues with the x-ray tube. The procedure was aborted and completed later after the system had been repaired. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips. The complaint device 722281 is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.